Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'constant downstream occlusion' was verified through the a review of the event history log by the presence of ¿downstream occlusion!¿ messages and confirmed during evaluation. Evaluation revealed that the cause was a force sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion. The problem occurred during testing in biomed service department. There was no patient involvement. No additional information is available.